Event description:
The customer reported system messages displayed during set up. The footswitch was swapped out and the case proceeded. No significant delay was noted. There was no patient involvement.

Manufacturer narrative:
The customer ordered a new footswitch and returned the replaced footswitch for in-house evaluation. A visual assessment of the returned footswitch did not reveal any nonconformity. The footswitch was powered on and tested. The system displayed messages indicating the footswitch type was not detected and an eeprom failure occurred. Additional testing was performed and found the eeprom component was non-conforming. The root cause of the reported system messages is attributed to a non-conforming eeprom on the footswitch pcb. A review of complaints for the last 24 months did not indicate any additional similar reports for this system or footswitch. (B)(4).